Event description:
It was reported that a user¿s continuous glucose sensor expired and the ilet pump, operating in bg run mode, stopped accepting manual glucose entries after the temporary period elapsed, resulting in elevated blood glucose. Symptoms included hyperglycemia. Outcomes included the need for backup therapy and direction to contact a clinician for management while awaiting sensor supply. Investigation included troubleshooting and education regarding bg run mode duration and proper transition to backup therapy when a new sensor is unavailable. Investigation of this case revealed use beyond the intended bg run duration and the absence of a compatible sensor input, which prevented continued operation as designed. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances and use conditions, including sensor supply issues, with the device functioning as designed.